Manufacturer narrative:
Siemens healthcare diagnostics has confirmed the trig_c reagent kit lots 348297 and 359932( smn (B)(4)) used on the advia® 1200, 1650, 1800, 2400, and xpt chemistry systems does not meet instructions for use (IFU) linearity claim at the upper limit of the assay range as it approaches end of shelf life. Internal testing demonstrated that a patient bias (-12% to -15%) may be seen at concentration levels between 450 to 550mg/dl. Linearity is reduced by approximately 31% at higher triglyceride concentrations up to 1200mg/dl (13.56mmol/l). An urgent field safety notice (ufsn) chc16-03.a.ous was sent to ous customers and a urgent medical device recall (umdr) chc16-03.a.us was sent to us customers in march of 2016. The ufsn and umdr state that customers are to discontinue use and discard reagent kit lots 348297 and 359932.

Event description:
The customer has noticed a positive bias in results on patient samples for the triglycerides_2 concentrated assay when using reagent lot 348297 on the advia chemistry 1800 instrument. The initial result obtained on a patient sample was low. The low result was reported and questioned by the physician(s). The patient sample was then diluted and the results was higher. The dilution was repeated and the result was comparable to the first result on the same dilution. The second result on the dilution was reported to the physician(s). Another patient sample with a high trig_c value was also diluted and the result was higher. Unknown if either the initial or repeat result was reported to the physician(s). The customer then tested more patient samples at two different dilutions and observed a positive bias on the all the results. There were no reports of patient intervention or adverse health consequences due to the trig_c results obtained on the patient samples.